Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.)

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer removed the insulin and reloaded the cartridge with the insulin and was not performing the air removal step. Tandem technical support educated the customer of cartridge and insulin labeling. Customer¿s blood glucose level was 193 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.